Event description:
It was reported the patient died 8 months after device implant. Follow up revealed death certificate noted cause of death was acute respiratory failure due to pneumonia due to congestive heart failure due to ischemic cardiomyopathy. No autopsy was done.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported the patient died 8 months after device implant. The cause of death has been requested and not received.